Manufacturer narrative:
Investigation pending.

Event description:
Customer reported false negative troponin I (tni) results on triage cardiac panel vs. Access instrument. A patient was tested on triage cardiac panel giving a negative result. When the access came back online and sample was tested, it gave a positive result. The samples were retested on both platforms with the same results. A second sample was drawn several hours later and run on access only with a positive tni result. Diagnosis was atrial fibrillation. Customer said that triage is not widely used at this facility; mostly uses access. Says that when triage is used, they run access to get a baseline on that platform in case they convert over to that method.